Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. (B)(4) requested the facility to provide the information regarding reprocessing, however the facility did not provide and (B)(4) could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device and found followings. The microbiological testing was failed. The angulation was out of specification. The glue of the bending rubber was detached, chipped, cracked, or had a burr. The two light guide lenses were chipped. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6) 2021: e.coli and pseudomonas species (>10cfu). (B)(6) 2021: pseudomonas species (>10cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.